Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for a possible output circuit damage was observed. The alert was from (B)(6) 2014 one day post bypass surgery and application of external defibrillation. Since the last successful charge occurred three months later in (B)(6) 2014, it was suspected that the alert was false. The patient was released before the alert could be cleared.